Event description:
It was reported that the image on the 9800 system was poor during a case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted the kv tracking and the default edge enhancement. The system was tested and found to be working as intended and placed back into service.